Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. No foreign material was observed. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The short video on the received usb drive was reviewed by the manufacturing site. The instrument in video does not appear to be vitrectomy probe. No obvious foreign material was observed in the video. The product was processed and released according to the product¿s acceptance criteria. The evaluation does not confirm that the probe had foreign material or a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact root cause of the actuation failure cannot be determined from the evaluation performed. The complaint evaluation did not confirm that the probe had foreign material or a cut failure and the exact root cause of the actuation failure could not be determined, therefore no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a foreign material like a piece of metal came out of the vitrector's tip and its cutting function deteriorated and became worse during a procedure. The foreign material was removed by aspiration. There was no harm to the patient.